Event description:
Caller reported that the quick bolus/wake button on the pump was difficult to press and required multiple presses to turn on the pump screen for at least the past year. Blood glucose levels were reported to remain within a normal range, with no readings above 500 mg/dl or below 54 mg/dl. Technical support instructed the caller to ensure the pump was not in a case and not plugged into a power source, and to press the button firmly. The customer confirmed the button worked correctly following these instructions, and acknowledged it was functioning as intended.